Event description:
The patient reported directly to align the following symptoms: vertigo, low energy, nausea, jaw pain, migraines, tension in neck, and headaches; and mentioned issues with vision. The patient reported going on disability leave as a result of the reported symptoms. The patient reported requiring visiting multiple different tmj specialists to alleviate the reported symptoms (tmj specialists suggested that there was nothing wrong with the patient's joints and that this was most likely a muscle spasm. One provider suggested that the mandible was moved from the movements of the patient's teeth, and it was in contact with the patient's cervical spine). The patient reported discontinuing the use of the invisalign aligners (unknown date) and the current condition of the patient is unknown.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - in rare instances, problems in the temporo-mandibular joint (temporo-mandibular disorder (tmd)) may result in joint pain, headaches, or ear problems. During forward posturing and vertical changes with mandibular advancement features, problems in the temporo-mandibular joint may be exacerbated". Per align's clinical review of available records, it is unlikely for the aligners to have changed the jaw position causing any tmj disorders. No conclusive evidence has been provided that supports or opposes the fact that the invisalign aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the patient reported symptoms resulting in extended disability leave (serious injury), and the invisalign system aligners were being used. The date of event (b3) occurred in 2023 based on the timelines reported to align by the complainant and compared to the patient information. There is no conclusive evidence to confirm the date of the reported symptoms.